Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. The backlight working properly. Traces of corrosion were noted at electronic and motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported that he had high blood glucose of 180 mg/dl. Customer stated that his insulin pump was not working correctly. The backlight is flashing and the display is showing the reservoir icon only. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.